Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to a "contour" meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred between 6 and 6:30am on (B)(6) 2016. At this time the patient obtained a blood glucose result of "464 mg/dl" with the subject meter and "40 mg/dl" on the other device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that immediately before the alleged product issue occurred they developed the symptoms of "sweaty and slurring words." In response to these symptoms the patient was treated with additional food and/or drink by a non-healthcare professional between 6 and 6:30pm on (B)(6) 2016. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to or after the onset of these symptoms.